Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided ¿ which may include the returned device (if available), photographs, videos, event description, and any additional field input ¿ arthrex has determined the most likely cause. The most likely cause is attributed to user-related factors such as improper setup or connection of the inflow or outflow tubing.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 11/06/2025, a facility representative reported via (B)(4) that an ar-6480 dw arthroscopy pump was reading a pressure fault a few minutes into cases. This has happened repeatedly with different lots of tubing on different days. The pump was swapped out for another unit with fresh tubing to complete these cases. The delay was less than 5 minutes, and no harm came to the patients. Additional information was received on 11/12/25: the rep advised that ar-6411 and ar-6412 tubing were used with the pump, with multiple lots attempted that worked on different pumps. The lots were not recorded. The event occurred during a knee scope. The settings were pressure 40, inflow only. The complaint pump was not used to complete the procedure because it would pressure fault and not run. It was swapped out for another arthrex pump with no issue.